Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's implantable cardioverter defibrillator (ICD) was found in backup mode. The device was reset and restored successfully. The patient condition was stable.